Manufacturer narrative:
G4: 06jul2020. B4: 31jul2020. Correction made to update the device problem code from inadequate user interface to display difficult to read. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:11dec2020; b4:13jan2021. The lcd, user interface was returned to failure investigation (fi) for evaluation. Visual inspection of the lcd, user interface, v8000 revealed no evidence of damage or contamination. The lcd cable was not returned with the lcd. The lcd, user interface, v8000 and fi test lcd cable will be installed in the fi test ventilator in an attempt to duplicate the reported problem. No errors noted. The lcd, user interface, v8000 was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04jun2020. B4: 04jun2020. The customer did not approve the repair and the unit was returned unrepaired. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jun2020.

Event description:
The customer reported (liquid crystal display) lcd screen failure. The lcd screen deteriorated over time and lowered brightness. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The technician also observed that the sound insulation has deteriorated over time. The repairs have not been completed at this time. If further information is obtained, this complaint will be reopened.